Manufacturer narrative:
Initial reporter full name: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), (B)(6) had an issue while attempting to place a 50cc sensation plus iab catheter. The person who was scrubbed at the table accidentally flushed the helium extender tubing and it got connected to the pump. They realized what happened and opened up another kit so that they could use the dry helium extender tubing for the patient. The pump that had the initial flushed tubing connected to it was removed, tagged, and sent to biomed for inspection and an additional pump was used during the case. There was no reported injury or adverse event to the patient.